Event description:
Caller reported that the insulin pump returned an error alarm. Customer was advised to program a bolus which did appear correctly in the bolus history. Blood glucose level was 142 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit alarmed during self test due to faulty board. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.